Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failureadditional text: system controller and pbu cable had bent and missing pinsspecific component(s) involved: other component malfunction, specifyadditional text:other component: sys controller and pbu cable with missing and bent pinscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type: